Event description:
The user facility reported that a patient was placed onto the table in the supine position, and while the patient was still awake, the table allegedly shifted into the "lateral position", nearly "throwing" the patient onto the floor. The user facility stated no one was touching any part of the bed controls at the time of the reported event. The user facility stated the procedure continued and completed successfully. No injuries or procedural delays/cancellations were reported with the event.

Manufacturer narrative:
A steris account manager arrived at the facility and could not duplicate the movement of the table, as the facility reported. The account manager spent time locking/unlocking the floor locks on the table, articulating and sliding the table, however could not duplicate the reported event, even with weight applied. The table subject of the reported event has been returned to steris for evaluation. The evaluation of the table is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The table subject of the reported event was returned and evaluated by steris engineering. The table was placed through all articulations and found to be operating to specification. No faults with the table were observed.